Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
The philips field service engineer (fse) identified during preventive maintenance that the device started up by itself. There was no patient involvement. The fse could not replicate the reported failure. The fse found the power button the did not respond. Therefore, the user interface assembly was replaced, which solved the issue. The unit has returned to service mode.

Manufacturer narrative:
G4: 04aug2020. B4: (B)(6) 2020. D4: UDI:# (B)(4). The user interface assembly was returned to the manufacturer to failure investigation (fi) for analysis. Fi could not replicate the reported problem. There was no fault found with the returned ui. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.